Event description:
It was reported the right ventricular pacing lead had dislodged, ¿pulled back¿ and was intermittently capturing. It was further reported there were high/unstable thresholds with intermittent capture, high impedance and a possible fracture of the right atrial pacing lead. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg implanted: (B)(6) 2008. (B)(4).